Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled system implant procedure. During the procedure, loss of capture and loss of sensing were noticed on the right ventricular lead. Initially when the lead was implanted, it was tested and all parameters were normal. After placement of the right atrial lead, and both leads were connected to the device, loss of capture and sensing were observed when programmed in bipolar configuration. When in unipolar configuration, normal function was noticed. The lead was tested again but the loss of sensing and capture were still observed. It is unclear if the lead was impacted while the physician was suturing the leads down. The lead was not used and a new lead was implanted successfully without adverse effect to the patient. The patient was stable before, during and after the procedure.